Event description:
It was reported that the patient had a syncopal episode while running for a train. The device could not be interrogated in 2008. The device was found to be in backup vvi mode with no defibrillation and was explanted. Device evaluation revealed that the rv lead had arced to the ICD can during therapy delivery. The lead remains implanted.

Event description:
New information notes low shock impedance was observed. The lead was capped and will not be returned for analysis.

Manufacturer narrative:
Na